Manufacturer narrative:
Additional manufacturing date (for the non-sterile part) was march 15, 2015. Device history review (for the non-sterile part): manufacturing location: (B)(4)- manufacturing date: march 15, 2015, lot (of non-sterile parts) was released to the warehouse on march 15, 2015. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient ID and gender are unknown, device was not implanted/explanted. (B)(6). Manufacturing location: (B)(4). Supplier: (B)(4). Manufacturing date: 07april2015. Expiry date: 01march2025. No anomalies were detected during device history record review. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the screw head was broken during the surgery when screwing in the patient skull. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: part number is for a four pack of screws. Two of the screws from the pack were reported as broken. Two screws were intact. The product that was returned, was not the broken complained screws, but the intact non-complained screws. Our investigation shows that the involved broken screws were not sent back for investigation. Only two intact screws, which are still in the corresponding plastic clip, were available. The surface of these screws shows no signs of usage. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Unfortunately we are not able to determine the exact cause as no detailed clinical information is available. Based on the complaint description and without material no further investigation is possible. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported two screws were broken. It was reported there was no impact to the patient and no delay in the surgery. The patient was implanted with a navigation system.